Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units sensitivity touch panel is poor.

Event description:
It was reported that during drive inspection, the cardiosave intra-aortic balloon pump (iabp) units sensitivity of touch panel is poor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6), event site postal code: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit, and found that there were several cases where the touch screen did not function, so replaced the touch screen. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.